Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was turning itself off and they could tell because when this happened their pain came back. They noticed when the ins gets around 1/4 full it will shut itself off and then they will charge the implant but it won't let them turn it back on until its at a certain charge level. The patient reported they were charging more often. This issue started sometime in (B)(6) of 2018 but it happened more often in (B)(6) 2018. The patient noted they would be walking around and feel like stimulation wasn't turned on and then they would fake sneeze to feel the jolt and that's how they knew/confirmed the ins was not on. The patient reported they were in a car wreck in (B)(6) 2017 but that they didn't get hurt. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that someone changed one of their settings and it wasn't draining the battery as quickly. The issue of the charging more often and the ins turning off seemed to be better now. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider. It was reported that the patient was seen on (B)(6) 2018 and they weren't sure why their battery was losing power so quickly. They turned off the patient's adaptive stimulation because they didn't need it and planned to reassess the situation in one to two weeks. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.